Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a polyethylene exchange and irrigation and drainage due to infection.

Manufacturer narrative:
The articular surface was returned for investigation. Visual examination indicated some markings/nicks can be observed on the proximal surface of the articulating region, consistent with usage. The dovetail feature was also observed to be flared, likely a result of explanting the component. Dimensions were found conformed to print specifications. This reported event alleges a symptom rather than a defined device failure. The knee component compatibility cannot be confirmed as the part numbers of the other components implanted are unknown. This device is used for treatment. A product history search revealed no additional complaints against the related product part and lot combination. Operative notes were not returned for review, but it was reported that the patient¿s cultures grew strep and had a septic joint with grossly infection synovial fluid. It was reported that the patient underwent irrigation and drainage following an articular surface exchange. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definite root cause for the infection cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.